Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard g2 filter was tilted in the ivc, can be confirmed. Based on the images provided, the filter apex and four filter limbs were perforating the ivc, can be confirmed. Based on the images provided, successful filter retrieval cannot be confirmed. Conclusion: the device was not returned for evaluation. However, images were provided and reviewed. A g2 filter can be identified as tilted within the ivc. Filter limbs can be identified perforating the ivc. Therefore, based on the provided images the investigation can be confirmed for tilt and perforation of the ivc wall. Based on the available information, the definitive root cause for this event was unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition.

Event description:
It was reported that approximately 12 years post vena cava filter deployment, a CT scan demonstrated several filter limbs allegedly penetrating through the ivc wall. Reportedly, filter retrieval was scheduled to be performed within the next day. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 12 years post vena cava filter deployment, a CT scan demonstrated several filter limbs allegedly penetrating through the ivc wall. Reportedly, filter retrieval was scheduled to be performed within the next day. There was no reported patient injury.